Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy handheld computer was freezing up, when she attempted to interrogate a patient's generator. Troubleshooting was administered via soft reset of the handheld, and subsequent interrogations were successful.